Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when drilling the hole for the screw the 25mm drill bit broke. All pieces were retrieved from the patient. When inserting the trial liner, the middle screw become cross threaded and stripped. Both instruments were thrown away during the procedure so no lot numbers available. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.